Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Implant loss is a known complication with baha implants, and can occur at any time point following implantation. Known reasons for implant loss include lack of adequate bone quality/quantity, trauma, infection, generalised diseases and surgical complication. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and the status is updated on a monthly basis. (B)(4).

Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), subsequently the patient's device was explanted. Re-implantation is planned but has not taken place as of the date of this report.